Event description:
Waveform for pulmonary artery showed continuous interference. Rn performed troubleshooting by changing out transducer then reusable transducer then reusable transducer cable. She noted that the pressure cable was corroded and that the transducer connector was blackened. Both the resuable cable and the transducer were saved for the biomedical engineering department to examine. No injury or inconsequential injuries or effect were reported. Examination of the transducer and transducer cable revealed cross corrosion of both connectors, which was probably due to fluid contamination. Both were permanently removed from service. (Also see 1002321.)